Event description:
In 2001 the patient was in surgery for a revision of a dialysis access graft which had failed. The surgeon found it impossible to repair the graft; therefore, decided to implant a lifesite system to use for dialysis access. The patient suffered a cardiac arrest during surgery. The patient never regained consciousness and passed away 6 days later. It should be noted that the patient's family decided to withhold treatment due to the possibility of brain damage due to the lack of oxygen during the cardiac arrest.